Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2009. Approximately 9 years after the initial procedure the patient had a left knee revision on (B)(6) 2018. The patient has suffered the following injuries and complications as a result of this exactech device: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening, or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.